Manufacturer narrative:
Diagnostic testing and visual inspection confirmed the issue and the device failed the nbp test. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
Customer reported that the bp pressure won't go above 90. The device was not in use on a patient at the time of event, there was no adverse event reported.